Manufacturer narrative:
The customer¿s report of the device shutting down without an alarm or warning was not confirmed. At the time of the reported event, battery discharged (lb3) alarms were identified during the infusions of norepinephrine and phenylephrine, causing the pumps to pause the infusions; however, the devices did not shut down. Review of the event logs shows the system was on dc power prior to each discharged (lb3) alarm event. The logs indicate the system shutdown when the pump on channel c was channeled off by the user at 6:32 pm. The other 3 attached modules were in an idle state at the time. Internal examination of the system showed the pcu had a non-bd battery. Functional testing confirmed that the battery was defective. The probable cause of the device shutting down is the use of a defective non-bd battery. The root cause of the battery failure was not identified.

Event description:
The customer reported the patient was receiving norepinephrine and phenylephrine infusions to maintain blood pressure when the device shutdown without low battery alarm or warning. The device was plugged into ac power. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the device shutting down without an alarm or warning was not confirmed. At the time of the reported event, battery discharged (lb3) alarms were identified during the infusions of norepinephrine and phenylephrine, causing the pumps to pause the infusions; however, the devices did not shut down. Review of the event logs shows the system was on dc power prior to each discharged (lb3) alarm event. The logs indicate the system shutdown when the pump on channel c was channeled off by the user at 6:32 pm. The other 3 attached modules were in an idle state at the time. Internal examination of the system showed the pcu had a non-bd battery. Functional testing confirmed that the battery was defective. The probable cause of the device shutting down is the use of a defective non-bd battery. The root cause of the battery failure was not identified.

Event description:
The customer reported the patient was receiving norepinephrine and phenylephrine infusions to maintain blood pressure when the device shutdown without low battery alarm or warning. The device was plugged into ac power. There was no patient harm.